Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
Reported via clinical study. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. At an unknown date, an independent core lab confirmed that a large, exposed lobe was noted, and the closure device was close to embolizing. There has been no evidence of embolization in data provided by the site.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: device code added.

Event description:
Reported via clinical study. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. At an unknown date, an independent core lab confirmed that a large, exposed lobe was noted, and the closure device was close to embolizing. There has been no evidence of embolization in data provided by the site. It was further reported that a leak was still seen on the routine 45-day follow up imaging, the leak size was noted to be 6mm and intervention has been performed to treat the leak. No further information was available at this time.

Event description:
Reported via clinical study. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. At an unknown date, an independent core lab confirmed that a large, exposed lobe was noted, and the closure device was close to embolizing. There has been no evidence of embolization in data provided by the site. It was further reported that a leak was still seen on the routine 45-day follow up imaging, the leak size was noted to be 6mm and intervention has been performed to treat the leak. No further information was available at this time. It was further reported that on (B)(6) 2025 a repeat transesophageal echocardiography (tee) was performed and there was no change, the patient still had the 5-6mm leak. On (B)(6) 2025 the patient was scheduled for a closure of the laa and the outcome on the event was resolved, the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
B3 date of event: updated with additional information received. B5 describe event or problem: updated with additional information received. H6: impact code updated from f26 no health consequences or impact to f2203 imaging required, f08 hospitalization or prolonged hospitalization and f2301 additional device required.

Event description:
Reported via clinical study. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. At an unknown date, an independent core lab confirmed that a large, exposed lobe was noted, and the closure device was close to embolizing. There has been no evidence of embolization in data provided by the site. It was further reported that a leak was still seen on the routine 45-day follow up imaging, the leak size was noted to be 6mm and intervention has been performed to treat the leak. No further information was available at this time. It was further reported that on (B)(6) 2025 a repeat transesophageal echocardiography (tee) was performed and there was no change, the patient still had the 5-6mm leak. On (B)(6) 2025 the patient was scheduled for a closure of the laa and the outcome on the event was resolved, the patient was discharged on (B)(6) 2025. It was further reported that the patient had a 9x12mm non-boston scientific (bsc) amplatzer vascular plug ii implanted to close the laa.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.